Manufacturer narrative:
Additional information was received that the pump was able to be charged successfully with a different usb cable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite using multiple usb cables and power sources. The customer¿s blood glucose was 176 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.